Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). A 2.5mm non-bsc balloon catheter was advanced for predilation, but it was unable to cross the lesion. A 1.25x15mm non-bsc balloon was then attempted and was able to successfully cross the lesion for predilation. The 2.5mm non-bsc balloon was then able to be advanced and used for additional dilation of the lesion. Following this, a 3.0x32mm taxus liberte stent delivery system was advanced, but it was unable to cross the lesion. After several attempts were made to cross the lesion with this stent, it was noted that the stent was damaged at the distal end. The procedure was successfully completed with a promus stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).